Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was near occlusive thrombus within the left popliteal vein, pulmonary embolus and history of hypertension and idiopathic thrombocytopenia purpura. The filter was deployed with the top of the filter just below the level of the renal veins. The filter subsequently malfunctioned and caused injury and damages including, but not limited to migration, tilt, perforation of the ivc, caval thrombosis, fracture of the filter struts. Per patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and into organs, tilt, blood clots, clotting, and/or occlusion of the ivc, and the ivc is markedly reduced in caliber inferior to the ivc filter as well as the iliac veins. There is a linear metallic density within the central aspect of the ivc filter. This may represent a fractured strut. Approximately three and a half years post implant, a CT scan revealed an ivc filter present below the level of the renal veins, the ivc below the level of the filter is thrombosed and markedly diminished in size. Thrombus extends to the level of the filter. Both common iliac veins are thrombosed and atretic. Extensive varices are located within the pelvis extending into the subcutaneous tissue of the abdominal wall. Results of an independent review (approximately 11 years after implant) noted, in addition to the original findings, that the filter is tilted, and all the struts of the filter perforate the ivc up to 6mm. Two anterior struts perforate the ivc wall and contact the small bowel. A linear metallic density within the central aspect of the filter was also noted, and thought that it may represent a fractured strut, but coronal and sagittal images were not available to confirm. Approximately four years post implant, the patient was seen for chronic ivc filter thrombosis and complaints of leg swelling with varicosities of the pelvis and the trunk and difficulty walking. An u/s of the lower extremities was performed and noted dvt involving the bilateral common femoral veins, proximal superficial femoral vein on the right, and the entire superficial femoral vein on the left, consistent with nonocclusive thrombus and left popliteal dvt. Eight days later, the patient underwent an abdominal ultrasound u/s for complaints of abdominal pain, no acute findings were identified. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile form (ppf), the patient became aware of the reported events fourteen years and seven months post implant. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc and into organs, tilt, blood clots, clotting, and/or occlusion of the ivc, and the ivc is markedly reduced in caliber inferior to the ivc filter as well as the iliac veins. There is a linear metallic density within the central aspect of the ivc filter. This may represent a fractured strut. The following additional information received per the medical records state a day before the initial implant, an ultrasound (u/s) of the bilateral lower extremities was performed and identified near occlusive thrombus within the left popliteal vein. The following day the patient underwent placement of an ivc filter. The indication for the filter placement was bilateral pulmonary embolus, left popliteal dvt with a history of hypertension. The trapease filter was placed via the right common femoral vein and deployed with the top of the filter just below the level of the renal veins. Approximately three and a half years post implant, a CT scan of the abdomen and pelvis was performed prior to a planned thrombectomy. The results noted an ivc filter present below the level of the renal veins, the ivc below the level of the filter is thrombosed and markedly diminished in size. Thrombus extends to the level of the filter. Both common iliac veins are thrombosed and atretic. Extensive varices are located within the pelvis extending into the subcutaneous tissue of the abdominal wall. The axial images of this same CT scan were submitted for independent review approximately eleven years and two months after it was performed, the coronal and sagittal reformatted images were not submitted. Results of that review noted, in addition to the original findings, that the filter is tilted, and all the struts of the filter perforate the ivc up to 6mm. Two anterior struts perforate the ivc wall and contact the small bowel. A linear metallic density within the central aspect of the filter was also noted, and thought that it may represent a fractured strut, but coronal and sagittal images were not available to confirm. Approximately four years post implant, the patient was seen in consultation by radiology associates for thrombectomy of the ivc. The patient was noted to have a history of idiopathic thrombocytopenia purpura, pe and dvt with filter placement in 2004. The patient presented with a chronic history of ivc filter thrombosis and complaints of leg swelling with varicosities of the pelvis and the trunk and difficulty walking. An u/s of the lower extremities was performed and noted dvt involving the bilateral common femoral veins, proximal superficial femoral vein on the right, and the entire superficial femoral vein on the left, consistent with nonocclusive thrombus and left popliteal dvt. Eight days later, the patient underwent an abdominal ultrasound u/s for complaints of abdominal pain, no acute findings were identified.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused migration, tilt, perforation of all struts outside the wall of the ivc, caval thrombosis and fracture of one of the filter struts. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion do not indicate a device malfunction. Rather, patient, pharmacological factors vessel characteristics may have contributed to these events. Without images or procedural films for review, the reported filter tilt, migration, fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the events is unknown. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: migration, tilt, perforation of all struts outside the wall of the ivc, caval thrombosis, fracture of one of the filter struts. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.